Event description:
On (B)(6) 2013 it was reported that the handheld charger connection may be ¿faulty/positional¿ as the ¿red light keeps going on and off¿. It was later clarified that the charger connection is very ¿positional¿ and has to be placed in a specific position or else the charger light goes on and off. The handheld is going to be returned to the manufacturer for product analysis but it has not been received to date.

Event description:
On (B)(6) 2013 the product information for the programming system was received. The programming system was received for product analysis on (B)(4) 2013. Product analysis is still underway and has not yet been completed. The returned product form stated that the devices were returned due to ¿e.f.r.¿.

Event description:
On (B)(4) 2013 product analysis was completed on the handheld and flashcard. Analysis was performed on the returned handheld and it was identified that the sync cable connector on the bottom of the handheld was no longer soldered onto the main pcb. Because of the anomaly, the handheld was unable to receive power from the ac adapter. The cause for connector anomaly is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.